Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was not reported. It was reported the hospital confirmed the diagnosis and "patient sent home". It was not reported if the patient was admitted for the events. The patient was treated with vancomycin for the event. At the time of this report, the patient outcome was reported as "resolving/ condition improving" and action taken with pd therapy reported was unknown. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.